Event description:
Related manufacturer report number: 2017865-2023-19006. It was reported that right ventricular(rv) lead noise that may be associated with post paced t wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD) was observed. Programming changes were made. The patient was stable.